Event description:
During a diagnostic lap. It was reported the lcs15 was being applied to adhesions when the nurse noticed the shaft of the instrument was touching bowel and was causing "blanching". A general surgeon was asked to assess the situation, and in his opinion, there was no serious injury or repair required. The initial surgeon mentioned the device felt hotter than normal. There was no consequence to the pt.

Manufacturer narrative:
H6: code 400 (other): no problem found lcs. D6:d5: info unavailable. Based on the inquiry info received, the visual and functional testing, it was found that the lcs15 was conforming. No conclusion could be reached as to what may have caused the reported incident.